Event description:
The patient is getting medication and he has a hard bump below the cvc. Med surg supervisor has not seen the patient. Asked her to find out if they did chest x-ray or study to determine if it had a leak before they removed it. The catheter was removed and infusion test showed a leak at or near the cuff.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A complaint history review could not be completed because the lot number is not indicated.